Event description:
The patient had her 10 day post-op follow-up with the physician when her urinary catheter was removed and she voided well. The physician will see the patient again in a couple months.

Event description:
It was reported that the patient experienced "haematuria and bloodied fluid leaking from needle stab site - left. Urinary catheter still insitu." It was reported that the cystoscopy performed post needle insertion did not identify the bladder perforation, it was "subsequently observed on CT." Mesh was identified in the bladder (left lateral) and the patient had additional surgery to remove the mesh sling. It was also reported that the patient spent an additional night in hospital. No additional patient complications were reported.